Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Local swelling (right knee) [joint swelling], effusion (right knee) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one (hylan g-f 20), 6 ml injection once in the right knee. The lot number was s1002. On (B)(6) 2011 (a day after the injection), the pt developed local swelling and effusion. On (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011, joint fluid aspiration of about 60 ml was done. Lavage with saline was also done within that visit. Treatment medications included diclofenac (diclofenac sodium) 75 mg bid (1-0-1) and augmentin (clavulanic acid) tid (1-1-1). At the time of the report, the microbiological findings were negative. Action taken with synvisc-one was no change. The outcome for the events of local swelling and joint effusion was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc-one and the event of local swelling and joint effusion was not provided by the reporting physician.